Manufacturer narrative:
One medfusion was returned for investigation in used condition. There was no external damage on the unit. The force sensor bgnd test error was observed in the event history log. This error was also observed upon power up. The product problem occurred because the force sensor would not stabilize. The investigator determined that this issue occurred as a result of normal wear. This was established as the root cause. The device was over 8 years old. The force sensor was replaced. The plunger cable was also replaced as a preventive measure.

Event description:
It was reported that the medfusion pump failed the force sensor bgnd test. The product problem was observed during performance inspection. There was no patient involvement.